Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Correction/additional information. The sample was not received for evaluation; however, a photograph was provided. A photograph of the sample was provided by the customer. A visual examination of the photograph revealed a piece of plastic was floating in the buretrol chamber. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter (B)(4) a buretrol solution administration set in which a plastic piece was found floating inside the buretol chamber. The condition was identified during use; however, there is no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.